Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer with the maxi 500 lift and the clip sling the resident fell out of the sling and sustained an injury. After three weeks we received additional details related to the incident. All information was documented in an incident description form by an arjohuntleigh representative who visited the customer site. In accordance to information provided during the resident's transfer from the bed to the wheelchair one of the grey clip of the sling detached from the lug on the left side of the hanger bar causing the pt to fall to the floor hitting the head. The pt involved in the incident was a female and received skull fracture and head injuries as a consequence of the event. Arjohuntleigh has been informed that the pt died after 3 days after the incident occurred. Reference number MFR 9681684-2014-00024.